Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. Currently, the proximal neck is 18 -17mm in diameter with 10mm of available seal zone it was reported that a follow up CT scan noted 1.5cm of caudal migration along with a proximal type I endoleak. Per the physician, the cause of the event is unknown. The physician performed an intervention and implanted an endurant ii 25x25x49 cuff resolving the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of cta¿s from 6- ½ years post-implant confirmed that the aneurx bifurcate is currently positioned approximately 2cm below the left renal artery. The stent graft proximal od is 22 x 25mm, and the aortic flow lumen bulges out to 29mm near this level. The flow lumen diameter near the level of the left renal artery is 19mm, and 1cm below measures 19mm. The infrarenal neck is angulated 25 deg l-r to the bifurcate aortic body, and 65deg l-r / 35deg a-p to the limbs. There is little calcification seen within the neck. The max diameter aaa measured 7cm and there is a proximal type I endoleak. The ipsi limb is placed into the right common iliac artery and the contra limb into the left common iliac artery. There is evidence of prior coiling seen within the postero-right aneurysm sac. Both limbs are patent, and there are no signs of stent graft kinks or compression. The cause of the stent graft migration leading to the proximal type I endoleak is unknown. Earlier post-implant films were not available for review. There is currently no proximal stent graft apposition, but it is unclear if this was due to disease progression since the neck diameter near the renals should have provided adequate oversizing for the 24mm diameter device. It is possible that aneurysm morphology changes may have contributed.

Manufacturer narrative:
(B)(4).